Event description:
Allergan representative reported a "defective lap-band port that was leaking." The device was explanted and replaced. Follow-up with the surgeon's office in progress.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further information from the reporter regarding the implant date and serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."